Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Device diagnostic testing at time of initial implant was reportedly within normal limits, indicating proper device function at that time. The pt no longer feels device stimulation and denies any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays by manufacturer did not reveal any obvious discontinuities in the vns therapy system; however, the lead connector pin did not appear to be fully inserted into the generator header. The pt underwent generator replacement surgery as the treating surgeon believed that there was a potential problem with the screw used to secure the lead connector pin into the generator header. Device diagnostic testing of the replacement generator connected to the original lead was within normal limits, indicating proper device function.